Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was cardiac arrest. The caller stated that high blood glucose led to death; on the day of passing the customer's blood glucose went as high as 615 mg/dl. The customer had kidney failure, heart disease, and diabetes related complications with the legs. The caller did not know the customer's blood glucose at the time of death. The caller did not know if the customer was wearing the insulin pump at the time of death or not. The customer was in the intensive care unit of the hospital and was on insulin drips. The customer was not using sensors. The caller stated that the insulin pump has been given to a friend but will return it for analysis one they get it back from the current user.

Manufacturer narrative:
The pump passed the volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A minor scratched display window, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection. Data analysis: there is no data available due to the insulin pump received without a battery installed.